Manufacturer narrative:
H.6. Investigation summary: bd received 20 samples for investigation. The samples were evaluated by functional testing, 10 of the samples undergoing sleeve function testing, drawing 10 tubes per needle, and the indicated failure mode for sleeve fall off with the incident lot was not observed as all product specifications were met. All 20 samples were also tested by activating their eclipse shields and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes sleeve fall off and defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle has the protective rubber casing come off when we pull off the plastic to attach the hub and safety closure breaking off. Verbatim: it was reported by customer that several needles have the protective rubber casing come off when we pull off the plastic to attach the hub and safety closure breaking off. Immediate when the product is open. Seems like rubber is not attached. Safety is detaching both before and after use.